Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and premature battery depletion were noted on the leadless implantable pulse generator (ipg). Trouble shooting was performed. The ipg remains in use. No patient complications have been reported as a result of this event.